Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
It was reported that the patient had pump system removed due to alleged malfunction. A catheter access port (cap) study showed possible catheter occlusion. On day of pump revision, it was decided that if the catheter or pump need to be revised, the system will be changed as the patient will likely require further MRI studies.